Event description:
Customers experienced reagent carryover due to protein buildup in the r2 probe. In some cases, customers experienced discrepant elevated microalbumin results due to unexpected creatinine r2 carryover. No incidents of impact to patient management were reported.

Manufacturer narrative:
(B)(4) - no consequences or impact to patient. High test results: a product deficiency was identified and product information letters were released guiding the customers through existing procedures to detect and troubleshoot potential carryover. The installation of architect system software version 8.0 via technical service bulletins, (adding maintenance and diagnostic procedures) provided customers with additional maintenance procedures for probe cleaning to minimize potential carryover. There were a total of (B)(4) complaints received for this product problem with the first complaint received on (B)(4) 2008 and the last complaint received on (B)(4) 2010. There were no deaths or serious injuries (adverse events) reported.

Manufacturer narrative:
There were a total of 203 complaints received for this product problem whith the first complaint received on (B)(6) 2005 and the last complaint received on (B)(6) 2012. There were no deaths or serious injuries (adverse events) reported.